Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). No pt involvement. Auto cycling issues. The extended service test passed. The percent leak is over 50%. [Name removed] is going to calibrate the transducer and do characterizations if necessary.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. Device code: device auto cycling - not labeled. The carefusion technical support specialist provided the user facility with several troubleshooting recommendations; however no definitive root cause of the reported event was determined. The user facility stated that the would follow the troubleshooting recommendations and call back to advise carefusion of the results. As of january 15,1015 the use facility has not provided the results of their troubleshooting. Should carefusion receive add'l info, a follow-up medwatch report will be submitted.